Event description:
The customer reported a leak from a maxplus connector. After flushing, the leak occurred where the connector attached to the IV catheter. The product was not saved. There was no report of pt harm or medical intervention. No further pt/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of maxplus leaking from where the connector attaches to the IV catheter could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.